Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer received a message requesting a minimum of 50 units of insulin in order to complete the load sequence. Some 300 units had been filled into the cartridge. There was no impact to the customer's blood glucose level.